Event description:
The device was explanted and returned after an implant duration of 85 months due to a device recall. No pt symptoms were reported. The pt was receiving lioresal 2000 mcg/ml at a dose of 700 mcg/day. A new pump was implanted. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis reveals insufficient bond of catheter access port.